Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged stylet is confirmed; however, the exact cause is unknown. One photograph of an internal stiffening stylet was returned for evaluation. An initial visual observation of the photograph showed small clumps of white material on the stylet. The white material may have been the hydrophilic coating peeling off. The stylet was observed to be slightly bent. It could not be determined if the damaged area was proximal or distal the t lock. No obvious use residue could be seen on the sample in the returned photograph. Possible causes may include environmental conditions or excessive manipulation of the stylet. However, there were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported when the guidewire was pulled out, debris fell off the prn cap.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.